Manufacturer narrative:
.

Event description:
It was reported during set up the head of the micro oscillating saw broke off. No medical intervention and no adverse consequences were reported with this event. As this event occurred prior to surgery during set up, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported during set up, the head of the micro oscillating saw broke off. No medical intervention and no adverse consequences were reported with this event. As this event occurred prior to surgery during set up, there was no patient involvement and no delay to a surgical procedure.